Event description:
It was reported by service report that the maternity bed would not go to the lowest height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: loss of limits.